Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('yes I had same procedure done on 7 th') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('yes I had same procedure done on 7 th') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('yes I had same procedure done on 7 th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: weight gain. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('yes I had same procedure done on 7th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced abdominal distension ("bloat"), breast swelling ("breasts aren't as swollen"), hypomenorrhoea ("period shorten") and migraine ("chronic migraine since essure"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the medical device removal, abdominal distension, hypomenorrhoea and migraine outcome was unknown and the weight increased and breast swelling was resolving. The reporter considered abdominal distension, breast swelling, hypomenorrhoea, medical device removal, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: weight increased, chronic migraines. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. Reporter info added. Events added: abdominal distention, breast swelling. Outcome of event weight increased changed to recovering on 23-mar-2020: social media case received. Event added: hypomenorrhea. On 23-mar-2020: social media: reporter and event migraine added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.